Event description:
The distributor reported that the pump rebooted without user intervention. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 12/08/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: rebooting was observed in the black box history. There were no alarms related to the complaint in the alarm history. No damage was found to the battery cap or compartment. The battery cap attached securely and the pump booted on normally; the pump was exercised for 24 hours without power issues or alarms. The battery cap was tested and no contact defects were found. The pump was opened and no damage was found to the power circuit.